Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an interrogation the pacemaker displayed a message indicating it had reached safety mode. Subsequently a revision procedure was performed where the device was explanted and replaced. No additional adverse effects were reported.

Event description:
It was reported that during an interrogation the pacemaker displayed a message indicating it had reached safety mode. Subsequently a revision procedure was performed where the device was explanted and replaced. No additional adverse effects were reported. The device remains at the hospital and is not expected to be returned at this time. The hospital has informed the field representative that they will let them know when it is available for return. The device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets. Bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.